Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 2024732; d4. Medical device expiration date: 31dec2024; h4. Device manufacture date: 24jan2022. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system the safety mechanism was difficult to withdraw. This occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter: the head nurse in the operating room reported that when the product was ready to be withdrawn after puncture, it was difficult to withdraw the needle core. According to the medical analysis, it may be caused by the oval shape of the needle hole. Samples can be returned only with the needle core, photos available.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system the safety mechanism was difficult to withdraw. This occurred (B)(4) times. There was no report of patient impact. The following information was provided by the initial reporter: the head nurse in the operating room reported that when the product was ready to be withdrawn after puncture, it was difficult to withdraw the needle core. According to the medical analysis, it may be caused by the oval shape of the needle hole. Samples can be returned only with the needle core, photos available.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 12-jul-2023. H6: investigation summary: our quality engineer inspected the photographs and samples submitted for evaluation. Bd received two photos and one used tip shield assembly from a 20g x 1.25in nexiva unit from lot number 2024732. Inspection of the photo displays a used tip shield unit as seen with the unit returned for investigation. In addition, the photo shows a nexiva device on a patient¿s arm, but the catheter adapter had not been decoupled from the tip shield. The second photo showed the tip shield separate from the catheter adapter with a tear drop shape hole in the tip shield. A gross visual inspection of the returned component shows a fully retracted needle in the safety shield and the hole with a tear drop shape in the tip shield. Your reported issue was confirmed as the shield was found damaged and determined to be manufacturing related. During the manufacturing process, this may occur while inserting the cannula into the grip and tip shield. The misalignment created a flash in the tip shield, which likely caused the reported difficulty. Operators perform in process sampling and testing for retraction throughout the manufacturing process to mitigate the occurrence of this type of defect. A device history record review showed no non-conformances associated with this issue during the production of this batch.